Event description:
Generator went into rf leakage mitigation mode and system failed to cut or coag tissue, generator had to be swapped out for the procedure to continue.

Manufacturer narrative:
Product event # (B)(4) testing performed: visual inspection devices: peak plasmablade 4.0 product p/n: ps200-040 rga# 700252642-por lot# 58031 qty: 1 expiration date: 2015/09 returned in (B)(4) express envelope device was returned in double biohazard bags, sealed. Tyvek lid was included. Lids indicate the device came from lot 58031 and expire 2015/09. Device appears to have been used, as there is blood platter on the device. Nothing appeared to be damaged on the devices. All components were intact. Functional inspection device was connected to a pulsar ii generator (ps100-102), eqp# (B)(4) (calibration due date: 09/2013) device showed the 'e5 error code - mono-polar handpiece has reached end of life' when connected to the generator. The bypass connector was used to test the functionality of the device. The device was activated in grounded saline at cut setting 10 and coag setting 10. This test yielded expected results. Due to the inability to replicate the complaint in grounded saline, the device was tested with chicken breast. The bypass connector was again used to test functionality of the device. The device was activated in chicken breast for 2.5 minutes at cut setting 5, 2.5 minutes at cut setting 10, and 5 minutes at coag setting 10. This test produced acceptable results. Investigation conclusion: the complaint was not confirmed for this device. Evaluation of the device using a pulsar ii generator and bypass connector, in both grounded saline and chicken breast, yielded acceptable results. The device functioned as intended. (B)(4).

Manufacturer narrative:
(B)(4) method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Event description:
During the case the generator errored that it went into rf leakage mitigation mode and the system then failed to cut or coagulate tissue. The generator was swapped out and the case continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.